Event description:
It was reported that a user of a dexcom g7 continuous glucose monitor (cgm) received a pairing failed alarm while blood glucose values continued to display and function as expected, and no troubleshooting was required. No clinical symptoms were reported and blood glucose remained unaffected. Outcomes included no impact to the user¿s health or therapy. User support included a review of the reported alarm and user confirmation that glucose data were present and accurate. Investigation of this case revealed that the system was operating as intended despite a transient pairing alert, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user notification behavior consistent with normal device operation.